Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stroke and subsequent death occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was successfully released. During the implant procedure there were no device recaptures performed. The procedure was conducted without incident. The patient was placed back on coumadin. Approximately 3 weeks post procedure, the patient passed away due to hemorrhagic stroke.